Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) device exhibited a code 1003, indicate of a low voltage alert and premature battery depletion (pbd). A technical service (ts) consultant was asked to review device disk data. Several attempts to obtain the device model/serial number have been unsuccessful. At this time, evidence suggests device remains implanted. No adverse patient effects were reported.